Manufacturer narrative:
(B) (4). Literature article citation: lee et al. The efficacy of rhbmp-2 versus autograft for posterolateral lumbar spine fusion in elderly patient. Eur spine j. 2009; doi 10.1007/s00586-009-1248-6. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a pt, who underwent a posterolateral lumbar spine fusion with rhbmp-2, had a gastrointestinal problem perioperatively.